Manufacturer narrative:
Argus case (B)(4).

Event description:
Took my breath away [shortness of breath]. Mucus starts to come out of nose [mucus discharge]. Collapsed [fall]. Scratching on throat [throat irritation]. Couldn't talk [aphasia]. Throat all graft [throat discomfort]. Body shaking [tremor]. Body jerking [jerkiness]. Bad scratch [scratch]. Suspected heart attack [heart attack]. Sore throat [sore throat]. Lose voice [loss of voice]. Troponin levels increased [troponin increased]. Case description. This case was reported by a consumer via call center representative and described the occurrence of shortness of breath in a (B)(6) year old female patient who received glycerin (biotene mouth spray (original)) oromucosal spray for dry mouth. Co-suspect products included glycerin (biotene mouthwash) mouth wash (batch number 9c047c, expiry date february 2022) for dry mouth. Concurrent medical conditions included sjogren's syndrome. On an unknown date, the patient started biotene mouth spray (original) at an unknown dose and frequency and biotene mouthwash. On an unknown date, an unknown time after starting biotene mouth spray (original) and biotene mouthwash, the patient experienced shortness of breath, mucus discharge, inappropriate dose of drug administered, fall, throat irritation, aphasia, throat discomfort, tremor, jerkiness, scratch, heart attack (serious criteria hospitalization and gsk medically significant), sore throat, loss of voice and troponin increased. Biotene mouth spray (original) was discontinued on (B)(6) 2020 (dechallenge was unknown). The action taken with biotene mouthwash was unknown. On an unknown date, the outcome of the shortness of breath, mucus discharge, inappropriate dose of drug administered, fall, throat irritation, aphasia, throat discomfort, tremor, jerkiness, scratch, heart attack, sore throat, loss of voice and troponin increased were unknown. It was unknown if the reporter considered the shortness of breath, mucus discharge, fall, throat irritation, aphasia, throat discomfort, tremor, jerkiness, scratch, heart attack, sore throat, loss of voice and troponin increased to be related to biotene mouth spray (original) and biotene mouthwash. Additional details: the consumer using biotene, mouthwash and mouth spray. The consumer had an autoimmune condition sjögren syndrome. She had been using the mouth was for sometime. She normally use the liquid in 470ml container, then put about 20ml in the thing and gargle. Then she had the spray. Exactly a week ago, she went to use it. In the bathroom, she put the spray near mouth, press the plunger and in that instant, it hits the back of throat like a bullet. It took breathe away. All the mucus starts to come out of nose like a handful of it from throat she believe, could not breathe and could not get air. And could not talk and throat all graft. That night, she got to bed and body starts to shake and jerk and that continued all night. She went to the doctors next morning and he suggested, had a bad scratch there. She considered to be suspected heart attack. Her troponin levels went sky.